Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an insufflator 2125 error had occurred during a case setup. The caller indicated that the system had been restarted multiple times, but the error had persisted. The tse advised that due to the nature of the error, the insufflator would need to be evaluated by a field engineer, and that in the interim, the insufflator could be disabled and a third party device could be connected as an alternative. The tse then walked the caller through the process of disabling the insufflator; however, the caller opted to move the procedure to another system rather than proceed with the work around. There was no report of patient involvement or reported injury.